Manufacturer narrative:
Concomitant medical products product ID: 9735859, serial/lot #: none, ubd: unknown, UDI#: unknown. A medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced, and the system passed checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the bulkhead was noted to be damaged and the site was unable to transfer images to the system. It is unknown if there was a delay to the procedure. It is unknown if there was a patient present. Additional information was received. It was confirmed that a patient was present. The issue was resolved by replacing the bulkhead.